Manufacturer narrative:
Eval summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected six remaining clips due to the cam condition. It was disassembled and no anomalies were found with the internal components. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported by the customer that, the stapler would not fire on the initial use. The customer used another like device to complete the case with no pt consequence. One device is returning for analysis.